Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred (B)(6) 2012 in the chronic totally occluded (cto) graft of the distal to mid left anterior descending (lad) artery with the use of a non-abbott device. On (B)(6) 2012, the cto graft perforation was treated with placement of a stent. Treatment of the distal lad perforation was successfully achieved using a 3.0 x 12 mm graftmaster without incident. A second 3.5 x 16 graftmaster was attempted and advanced pass an anatomical bend but could not pass the very proximal ostial implanted non-abbott stent to reach the lesion. The device was removed from the anatomy and balloon dilatation was performed. The 3.5 x 16 mm graftmaster stent was again advanced but could not pass the anatomical bend and at some point the stent dislodged from the balloon in the left main. The stent was successfully snared and removed from the anatomy. It was noted that a third 3.0 x 12 mm graftmaster stent was attempted in the mid lad, however, despite additional stenting and percutaneous transluminal coronary angioplasty of the left main and lad, the stent became dislodged/'embolized' in the aorta and remains in the anatomy. The patient was reported in stable condition in the intensive care unit (ICU) under watch as a dye stain can be visualized with partial blood going into the left ventricle. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent remains in the anatomy; the stent delivery system (sds) was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other jostent graftmaster indicated is being filed under a separate manufacturer report number.